Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio volume cant be changed and the ok button works intermittently and need to press hard to get it to work. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a fully functional keypad. We peeled off the keypad overlay and no damage was noted on the keypad traces. The keypad flex connector was plugged in properly. The pump passed the displacement and self tests. All audio tones were heard during the self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies were noted. No pump error 63 was noted during self test or in pump history files. No button error alarm was noted upon testing.